Event description:
Patient admitted to hpmc ed on (B)(6) 2023, for low oxygen saturations. Patient had a routine trach change done on (B)(6) 2023. On (B)(6)2023 ~1745 rcp performed an emergency trach change due to blown cuff. Same size trach tube was inserted with no complications.